Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a past sensor glucose value versus glucose value difference issue and also stated that they experienced low blood glucose levels of 39mg/dl. The customer stated that they were treated a high sensor glucose value and ended up with the low blood glucose readings. The customer's blood glucose level was unknown during the call. There was no indication of troubleshooting for the low. The customer was assisted with the sensor glucose versus blood glucose troubleshooting. No product will be returned for analysis.